Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The cause of the past occlusions could not be determined. A system check was performed using the current supplies. Drops of insulin were observed exiting from the infusion set tubing; however, the contact thought that the insulin drops were not "coming out like they should". The cartridge and infusion set tubing were changed.